Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an unspecified coronary intervention, an un-specified device was being prepared for use inside the patient anatomy. An attempt was made to remove residual air from the device by pulling negative; however, air was suddenly pulled into the stopcock by the inflation device. A new stopcock was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stopcock was returned with no blood or contrast visible. The rotator of the stopcock was separated from clip collar and was not returned. There was no other damage noted to the stopcock. Functional test could not be performed due to the noted rotator separation. A query of the complaint-handling database was performed and revealed no other incidents reported from this lot. However, based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.